Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).

Event description:
An ophthalmic surgeon reported that during a surgical procedure, the system stopped working and began to smoke from the back side aperture. It also smelled like something was burning. The power to the system was turned off. The case was completed with another system, following a delay of three hours. There was no harm to the pt.